Event description:
On (B)(6) 2011, a 23 mm trifecta valve (unknown sn) was implanted. The patient was re-hospitalized on (B)(6) 2018 due to dyspnea without thoracic pain but no treatment/intervention was performed. An echo performed on (B)(6) 2018, noted severe aortic insufficiency with anterior cusp prolapse due to probable valve degeneration. On (B)(6) 2018, a valve-in-valve procedure was performed and a 23 mm medtronic evolut r valve was implanted within the trifecta valve. The patient is reported to be stable.

Event description:
On (B)(6) 2011, a 23 mm trifecta valve (unknown sn) was implanted. The patient was re-hospitalized from (B)(6) 2018 to (B)(6) 2018 due to dyspnea without thoracic pain but not treatment/intervention was performed. An echo performed on (B)(6) 2018, noted aortic insufficiency due to valve degeneration. On (B)(6) 2018, a valve-in-valve procedure was performed and a corevalve was implanted within the trifecta valve. The patient is reported to be stable.

Manufacturer narrative:
An event of aortic insufficiency, anterior cusp prolapse and dyspnea was reported. The results of the investigation are inconclusive since the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2011, a 23 mm trifecta valve (unknown sn) was implanted. The patient was re-hospitalized on (B)(6) 2018 due to dyspnea without thoracic pain but no treatment/intervention was performed. An echo performed on (B)(6) 2018, noted severe aortic insufficiency with anterior cusp prolapse due to probable valve degeneration. On (B)(6) 2018, a valve-in-valve procedure was performed and a corevalve was implanted within the trifecta valve. The patient is reported to be stable.